Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported they heard another healthcare professional "had 2 or 3 vascular occlusions" with skinvive¿ by juvéderm® over the course of a week. No information on treatment or event status was known.